Event description:
It was reported that there was knee pain, poly exchange went from 14mm to 16mm insert thickness. Previous surgery (revision) done 2008 in (B)(6).

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown poly insert. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Product not returned to manufacturer.

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. No patient medical records were returned or made available for review. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. The reported event regarding revision of an unknown knee insert was not confirmed.

Event description:
It was reported that there was knee pain, poly exchange went from 14mm to 16mm insert thickness. Previous surgery (revision) done 2008 in (B)(6).